Manufacturer narrative:
The device was returned to the service center for evaluation. The customer¿s complaint of ¿ the biopsy channel is blocked¿ was confirmed due to a foreign object being observed in the channel. The channel was also noted to scratched. The glue on the forceps cover was peeling and the bending section rubber glue was noted to be cracked. The scope ID chip showed 168 total uses. No other anomalies were noted on the scope. An investigation is ongoing to obtain additional information regarding the reported event. If additional information becomes available this report will be supplemented accordingly.

Event description:
The service center was informed that the biopsy channel is blocked and the forceps cannot be inserted or removed from the channel. There was no patient involvement reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. The legal manufacturer provided the following possible cause for the reported event are presumed as follows: judging from the manufacturing year of the subject device, it is possible that the peeling was due to aging deterioration. Or, it is possible that the phenomenon occurred because an external force was applied to the subject device by strongly shaking it during re-processing or while it was normally used over a long period of times. The legal manufacturer checked the instruction manual and found the following description. Inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. As a result of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation.